Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the event occurred in the cath lab. No patient details are known. The spring wire guide (swg) was inserted into the wrist and the swg was detected to be "unraveled" upon removal. An x-ray was performed of the wrist and found no signs of any swg being left behind. It was also discovered upon physical examination of the swg that the swg tip was also intact. The patient is noted to be fine, no complications or injury. Additional information received on 01/04/2011 from the (B)(4) indicated the procedure continued as planned and no further action was required after the swg was found to be totally removed.